Manufacturer narrative:
Correction: the previous reported follow-up type should have been marked device evaluation instead of additional information.

Manufacturer narrative:
A partial lead in thirteen pieces was returned for analysis. Insulation abrasion was noted at 2.2cm to 2.4cm from the referenced cut end consistent with an outside external force. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient previously experienced inappropriate high voltage therapy due to right ventricular lead noise. The lead was capped and replaced on (B)(6) 2009. On (B)(6) 2018, the patient presented for an unrelated procedure. During the procedure, lead fracture was noted. The lead was explanted. The patient tolerated the procedure well.